Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, patient factors (narrow lvot and severe leaflet calcification) may have contributed to malposition and subsequent pvl. A second valve corrected both events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transfemoral tavr procedure, following successful balloon aortic valvuloplasty (bav), a 23mm sapien xt valve was positioned 50:50 and deployed with a final 95:5 aortic/ventricular a/v position; resulting in moderate/severe paravalvular leak (pvl). Due to the malposition, the decision was made to place a second valve. The second valve was positioned 50:50 and was deployed 80:20 a/v, stabilizing the first valve and correcting the pvl. Following the procedure, the patient was transferred to ICU in stable condition. The patient¿s native annulus measurement was 18mm by transesophageal echocardiogram (tee) with a valve area of 414mm2 by CT. Moderate annular calcification, severe leaflet calcification and no aortic root calcification was noted. The lvot was also noted to be narrow. It was perceived that due to the narrow lvot, there was possible interaction with the delivery system balloon, resulting in the valve movement during deployment.